Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors 2 and 5 were repeatedly failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower doors 2 and 5 were failing. A field service engineer replaced the micro switches on both doors, ran the hardware test application test on all tower doors, and it passed. The customer successfully recovered the doors and completed the inventory. The system functioned as intended after the field service engineer repaired the device.